Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Lot and serial number of the device not provided by the complainant, therefore the expiration and manufacturing dates and UDI are not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed.

Event description:
It was reported that after a novasure procedure, on an unspecified date, patient went back to hospital with pain. No other details available.

Manufacturer narrative:
Event description updated. New aware date. New impact code.

Event description:
It was reported that after a novasure procedure, on an unspecified date, patient went back to hospital with pain. Patient was hospitalized due to the pain.